Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor a 45-year-old male patient, the device inappropriately shut down. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during initial testing. However, the device was put through extensive testing without duplicating the report. The summary logs were cleared and the configuration was reloaded as a pre-caution. The device was recertified and returned to the customer. The customer was advised to not use prior configurtions when updating software. Analysis of reports of this type has not identified an increase in trend.